Event description:
It was reported that the patient presented to the dr's office with diaphragmatic stimulation. High thresholds were noted upon device interrogation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Evaluation summary lfj122184v no anomalies found; full lead returned for analysis.